Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. The sheath tubing had been partially fractured from the sheath hub. The sheath passed aspiration leak testing with no anomalies observed. Pressure leak testing was unable to be performed due to the aforementioned damage. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The causes of the damaged seals and the fracture remain unknown.

Event description:
During the atrial fibrillation procedure, blood leaked from the valve. The sheath was replaced and the procedure was completed with no adverse patient consequences.